Manufacturer narrative:
(B)(4). Evaluation information: the flogard infusion pump was serviced on-site. Visual inspection and a battery voltage test were performed. The battery voltage test identified that the battery had depleted below threshold due to a defective power supply. The main battery and power supply were replaced to correct the reported condition. The pump passed all testing and was returned to good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump would not turn on. There was no patient involvement. Additional information was requested and is not available.